Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer's insulin pump is stuck in the rewind mode. The patient's blood glucose level was at 191 mg/dl. The customer was assisted with trouble shooting but did not have enough insulin to finish testing the pump. The customer will obtain more supplies later and call back to finish trouble shooting the pump. No further information was provided.